Event description:
On (B)(6) 2013, the patient reported that her blood glucose level was elevated to 420 mg/dl. Her normal range is 90-110 mg/dl. She stated that her infusion tubing was broken free from the luer lock. She changed the infusion set and was able to correct the elevated blood glucose level with her infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A visual inspection and a test for flow and leak were performed on the returned used device. The tubing was split from the luer reservoir connector. But it is impossible to say what the cause is for the damage because we only receive the tube without the luer. The manufacturer tests the products during production for leaks and flow, so we assume that the product was in the delivery within the specification the reference samples were visually inspected and tested for flow, leak and static pull of the luer lock connector. All test results were within specifications.